Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was noted to be kinked/bent. The main coil was noted to be broken/fractured. The main coil was noted to be kinked/bend and stretched. The distal broken-off part of the main coil was found stuck inside the microcatheter. The coil introducer sheath was not returned. The suture was broken and was not returned. Functional inspection was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that for the second coil in the complaint, the physician was using a new microcatheter and the coil deployed inside of it as he was attempting to deliver it to the treatment site. Additional information received also reported that the coil kinked inside the microcatheter. The physician was unclear whether it was the coil or the catheter that malfunctioned. After the reported event, the physician opened another microcatheter and a coil and was able to deploy that and several other coils. The device was returned for analysis, and it was noted that the main coil was severely damaged. It was noted that the coil had separated due to a fracture to the main coil. The coil was also noted to be kinked, heavily stretched and the suture was no longer present. An assignable cause of procedural factors will be assigned to the reported events: ¿main coil prematurely detached/separated during use¿, ¿main coil kinked/bent¿ and to the analyzed events: ¿main coil kinked/bent¿, ¿main coil stretched¿, ¿main coil suture damage¿ and ¿main coil broken/fractured during use¿. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed event: ¿coil delivery wire kinked/bent¿ as the complaint appears to be associated with handling of the product or portion of the product during the procedure / upon removal of the product from the packaging / preparation of the product prior to use.

Event description:
It was reported that during the basilar tip aneurysm procedure, the subject coil deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the basilar tip aneurysm procedure, the subject coil deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.